Event description:
The patient's family member was unable to awake patient. She then used the suspect device to check patient's blood glucose and obtained a result of 248 mg/dl. Patient then called the paramedics. Emt's arrived and checked patient's glucose at 32 mg/dl. Patient was taken to the hospital and patient's glucose level there was 30 mg/dl. Patient was treated intravenously for hypoglycemia. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.